Event description:
It was reported by (B)(6), consultant knee surgeon and medicolegal expert via linkedin that patients underwent agc knee surgery at east kent. Subsequently, revisions were performed by other unknown health care professional due to unknown reasons after only few years of their first agc knee surgery.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. It was reported by (B)(6), consultant knee surgeon and medicolegal expert via linkedin that patients underwent agc knee surgery at east kent. Subsequently, revisions were performed by other unknown health care professional due to unknown reasons after only few years of their first agc knee surgery. Biomet UK ltd has been informed by the sales executive that he spoke to (B)(6), consultant knee surgeon. (B)(6) confirmed that he does not want to take the matter further. We have not been able to retrieve any additional information relevant to this complaint. The products have not been returned to biomet for evaluation, therefore, a thorough investigation has not been possible. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product not returned.

Manufacturer narrative:
(B)(4). Report source, foreign country: event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by (B)(6), consultant knee surgeon and medicolegal expert via (B)(6) that patients underwent agc knee surgery at east kent. Subsequently, revisions were performed by other unknown healthcare professional due to unknown reasons after only few years of their first agc knee surgery.